Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. The contour next (connected) meter is not marketed in the united states. However, the device is similar to the contour next one meter with the product code nbw and 510 (k) # k160682, which is marketed in the united states.

Event description:
The customer from (B)(6) reported that there was a difference of 150 to 200 mg/dl between the blood glucose readings obtained on the contour next (connected) meter to that of the hospital's meter. The contour next (connected) meter used by the customer had the units of measurement set to mmol/l. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned two contour next (connected) meters (serial #s (B)(6)) for evaluation. The customer only used contour next (connected) meter with serial # (B)(6)during the event. No test strips were returned. Therefore, in-house testing was performed using the returned meters with in-house contour next test strips, which gave a satisfactory performance.